Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation has been received from the health-care provider. Patient had another device explanted. See report for serial number (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response and the operative report were received from the surgeon. The surgeon's response indicated that the device was explanted due to endocarditis. The infection was noted as bacterial, source and type of infection was not indicated. Operative report was provided; however it is not in english. The response indicated that the device was sent to microbiology but was discarded by the hospital. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace it with a bioprosthetic valve, one of these factors is endocarditis of the native valve. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon indicated the device was explanted due to endocarditis and not due to a device malfunction. However, without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device.in this case, an annuloplasty ring was explanted after an implant duration of 5 months 1 day (5.03months) and replaced by a bioprosthetic valve due to unknown reasons.

Event description:
A response was received from the surgeon indicating the device was explanted due to endocarditis, source unknown.